Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, high voltage tank, and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not x-ray. No pt injury was reported.